Manufacturer narrative:
The device has been investigated by pil. There was an initial allegation that the device was not turning on. During the investigation pil was able to confirm the complaint of 'not turning on' due to potential corrosion from possible water ingress on pca. Additionally, blower motor, air inlet of the blower box, inlet/outlet seal, heater plate spring, bottom enclosure had dust-like contamination and potential corrosion was found on the pca, indicating that water may have previously been present on it. Pil performed an external and internal inspection of the device and observed iso (international organization for standardization) port had white dust-like contamination in it and had potential mineral deposits in it indicating possible water ingress. The device has been scrapped after completion of investigation. At this time, no further investigation can be performed. If additional information is received, a follow-up report will be filed. The reported failure of thermal issue is accommodated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information alleging device was not turn on. The device was returned to a third-party service center. During evaluation the device service technician alleges pca was burned, there is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. A follow-up report will be submitted should additional relevant information become available.